Event description:
Complainant alleged that during a code on a male pt (age unk) the device had no display and the device would not charge. The complainant indicated that "the pt's family requested that the code be called as the pt was critically ill." CPR was halted and the pt then expired.